Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2022 after endorsing a fever on (B)(6) 2022, which also correlated with an increase in drainage from a tear in the driveline. In clinic it the drainage was noted to be sanguineous drainage serosanguinous drainage coming from a tear in the driveline approximately six inches away from the controller. The patient noted that they had a large stain on their bedsheet from where the drainage was when they woke up. When the patient came into the clinic they had tape wrapped around the tear and their white blood cells were normal. The patient was admitted and a computed tomography (CT) scan was done, as well as cultures of the drainage. The patient was instructed to keep the tear/drainage open and keep it as clean as possible. The only symptoms the patient showed while hospitalized was a low grade temperature. The patient was upgraded on the transplant list.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the driveline infection could not be conclusively determined through this evaluation. Review of the submitted image confirmed damage to the outer jacket of the driveline. Although a specific cause for the observed damage could not be conclusively determined through this evaluation, it did not appear to contribute to an electrical issue. Additionally, evaluation of the submitted image revealed red drainage present on and around the damaged area of the driveline that appeared consistent with fluid ingress; however, specific cause for this finding could not be conclusively determined through this evaluation. It was reported that heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), would not be returned for evaluation. The submitted image captured a small tear in the outer jacket of the patient¿s driveline. No wires were visible, and the damage appeared to be cosmetic only. Red drainage was present on and around the damaged area that appeared consistent with fluid ingress originating from the internal portion of the driveline; however, a specific cause could not conclusively be determined as no product was returned for evaluation. The submitted system controller log file contained events from 28nov2022 through 21dec2022. No notable events or alarms were captured, and the pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The hmii lvas instructions for use (IFU) lists potential adverse events including infection, that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists infection as a potential late postimplant complication. The IFU and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. The IFU and patient handbook state that although the external components of the heartmate ii lvas are moisture-resistant, they are not waterproof. The patient handbook also cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Additionally, the IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ lists infection as a potential late postimplant complication. This section also discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Section 6 of the IFU and section 4 of the patient handbook state that although the external components of the heartmate ii lvas are moisture-resistant, they are not waterproof. These sections instruct the user to take care to protect external system components from water or moisture¿outside in heavy rain or snow, and always for every shower. Section 6 of the IFU and section 2 of the patient handbook further state to never submerge the driveline or other system components in water or liquid. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection, as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the patient underwent a transplant on (B)(6) 2023 for drainage from distal portion of the driveline.